Event description:
Caller reported a cartridge alarm 20. Blood glucose level was reported as not exceeding 500 mg/dl, indicating no adverse impact. Technical support confirmed previously reported cartridge alarms and decided to replace the pump to resolve the recurring cartridge alarm 20 issue.